Event description:
It was reported that, 8-12 pl cage went in the 4-5 disc space on a locked tl inserter. Syringe was filled and plunger inserted to where you can't see the red gasket. When the cage was in proper placement, the string was attached the inserter. Confirmed to have a proper fit, the doc started rotating the plunger. Nothing happened. The cage was not expanding. Water was not leaking. We got 0mm with the first syringe, and 3-4mm with the replacement syringe.

Manufacturer narrative:
Correct lot code: 03181402.method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the acculif syringe body was confirmed to have deformed peek pawls upon visual inspection. This device deformation contributed to the reported loss of pressure during surgery. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event.conclusion: the plausible root cause is design related.

Event description:
It was reported that, 8-12 pl cage went in the 4-5 disc space on a locked tl inserter. Syringe was filled and plunger inserted to where you can't see the red gasket. When the cage was in proper placement, the string was attached the inserter. Confirmed to have a proper fit, the doc started rotating the plunger. Nothing happened. The cage was not expanding. Water was not leaking. We got 0mm with the first syringe, and 3-4mm with the replacement syringe.